Event description:
The explanted generator was returned but product analysis is still underway.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental #03 report inadvertently did not note the explanted generator product analysis results.

Event description:
Product analysis was completed for the returned generator. The pulse generator would not interrogate. The pulse generator was opened, the measured battery voltage confirmed an eos condition.

Manufacturer narrative:
B5. Describe event or problem - correction -information from surgery was not included on the initial MDR.

Event description:
Surgeon saw no physical fracture in lead. Generator was connected to old lead and high impedance was observed. Header was cleared of debris, lead pin was wiped, and reinserted. High impedance persisted after second diagnostics. Accessory kit was opened and generator diagnostics performed. Generator impedance measurement was okay. No known lead revision surgery has occurred to date. No additional relevant information has been received.

Event description:
Implant card was received indicating that during generator replacement, high impedance was observed from a broken defective lead. The old generator was noted to be unable to be interrogate prior to surgery due to battery depletion. No known surgery has occurred to date. No additional relevant information has been received.